Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, the foreign material likely remained in the device because reprocessing was not conducted properly. This is as a result of a leak that occurred because of the deformed switch 1. The deformation led to water tightness being lost. The event can be detected and prevented by following the instructions for use: -cf-hq1100dl/I operation manual chapter 3 preparation and inspection. -cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during inspection of the device, the air/water tube and cylinder of the colonovidescope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.